Manufacturer narrative:
Electrode belt (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under her breasts. The patient temporarily removed the lifevest to help the rash heal. The patient went to the emergency room, and a nurse recommended using gauze under the electrodes. Follow-up indicated that the patient's rash was not open, and that she was using a cream. The current condition of the rash is unknown.